Event description:
The treatment started on (B)(6) 2013. The symptoms reported by the pt were weakness, itchiness, chest pains and soreness on eyes. The pt indicated visiting the hospital because of reported symptoms. The pt was diagnosed with shingles (herpes) at the hospital. The pt has not discontinued the treatment. The doctor did not consider the event was serious or life threatening to the pt. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with label indications. This event is being filed as an MDR since the pt reported chest pain and invisalign system product was being used at that time. Conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.